Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the k-wire became stuck in the aiming block. Procedure was completed successfully with 10 minute delay. There was no patient consequence. This report is for a pediatric locking compression plate (lcp) hip plate guiding block for 5.0mm screws. This is report 1 of 2 for (B)(4).